Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. Customer's blood glucose value was unknown. Customer stated that they do not see fluid under the screen. Customer stated that they do not hear fluid when shaking the insulin pump. The product will return for the analysis.